Event description:
Account states pt underwent surgery on 10/14/1999 for planned laparoscopic cholecystectomy converted to open 7mm jackson pratt drain instead. The next morning, upon removal by physician, a 7-8 inch end section broke off and remained in pt, requiring a second surgery to remove.